Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the meter result was 4.8 inr. Within about 30 minutes the customer stuck the same finger, the same meter resulted in 3.4 inr. The customer stated the alcohol had not dried from the finger prior to the fingerstick. The customer's therapeutic range is 2.0 to 3.0 inr. There was no allegation of an adverse event. The customer was not sure of hematocrit, but was anemic in the past, did not have antiphospholipid antibodies, and was not taking heparin. She had no signs of bruising or bleeding. Customer is currently feeling "fine." The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to retention strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Testing results: qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 266834) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.